Event description:
The customer reported, the ventilator shut down and alarmed while in use on backup battery and would not operate on ac power. The device was in use on a patient, and the customer reported there was no patient harm. The respironics service technician verified the reported problem. The service technician reported the ventilator would not power on via ac power, and found the mains ac circuit breaker on the ventilator in the off position. The service technician reported both external and backup batteries in use on the unit were depleted. The service technician reset the circuit breaker to the on position, and the ventilator operated to specification. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will alarm and switch over to alternate battery power. If alternate battery power is not available the ventilator will shut down and alarm. Extended self testing (est) was performed on the ventilator and all tests passed per operating specifications.

Manufacturer narrative:
Main circuit breaker in off position.